Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the fragments remain in the patient. A lot history review (lhr) of rewi0967 showed one other similar product complaint(s) from this lot number.

Event description:
Unsuccessful placement of product and it was found out that 1 - 1.5 cm of catheter sheared off during attempted placement and migrated into the patient's body. Pt was sent for ultrasound to attempt location of the catheter fragment. The catheter was unable to be found and patient is not experiencing any symptoms. No plans to retrieve the fragment at this time.